Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
A patient reports undergoing cataract surgery with bilateral implantation of the crystalens. Postoperatively, the patient complained of inflammation, cloudy vision, and glare and reports being unable to drive at night. The patient consulted with her implanting physician, who told her the lenses are cloudy and recommended laser treatment. No specific bcva values provided. Add'l info is being requested from the physician. This report is being submitted based on lack of info regarding cause of the event.